Event description:
It was reported that on (B)(6) 2011, the patient underwent a stenting procedure with placement of a 2.5 x 28 mm xience v stent in the proximal left anterior descending artery. On an unspecified date post procedure, sometime after the patient's 2 year follow up, the patient died. Cause of death was noted as cardiac in nature. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information;(B)(6) 2011: creatinine kinase (ck)=47 u/l, normal upper limit 140 (B)(6) 2011: creatinine kinase-myocardial band (ck-mb)=35 u/l, normal upper limit 23 (B)(6) 2011: troponin I=0.249 ng/ml, upper reference limit 0.03 it is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The reported patient effect of death, as listed in the xience v everolimus eluting coronary stent system electronic instructions for use, is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.